Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400+ mg/dl. The customer treated with lantus and novolog. Customer reported did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. The customer declined to further troubleshoot. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.